Event description:
I have been a type 1 diabetic for 40 years. I have been using a minimed medtronic insulin pump to manage my diabetes for about 20 years; it has given me far superior blood sugar management compared to using shots. In the early morning hours of (B)(6) 2016, in my sleep I unknowingly "butt dialed" my pump for a "thanksgiving meal" dose. Consequently, I received a 13 unit bolus overdose with absolutely no clue that it had occurred. Contributing to this rather rare situation was the fact I was sleeping on an old [guest] mattress that sagged badly, letting the pump slide down under my hip. This would not have happened in my own bed, because I had diabetes for so long my nerves are damaged and I have difficulty detecting low bg levels. In fact, when I first measured my bg with my onetouch during this incident, it reported it was 39 and yet I was still not sensing that my bg was low. The thing that saved my life was dexcom g4 cgm. I cannot say enough good about the dexcom (nor enough bad about the minimed cgm). Specifically, the dexcom awoke me with a low bg alarm, and when I saw the bg graph showing my bg falling like a rock, I knew something was horribly wrong! The mm cgm is so erratic that such fluctuations on the graph are not highly unusual; on the other hand, the dexcom is always spot on and I have learned to trust it completely. Because the dexcom has been so reliable, I promptly took efforts to treat my low bg. I turned on a light, which in turn awoke my wife who monitored my progress. I checked my mm to see how much insulin I had on board, and it said 10 more units! That seemed impossible, and that is when I discovered that my max bolus had been delivered at 12:31 am. I quickly gulped down two cans of pop, while my wife watched. By the time I was finishing the second can, I was feeling woozy despite doing all this in a matter of a few minutes. A bit later I measured my bg again, and confirmed by bg was coming back up. I then went back to bed, a bit shaken up by the incident, but grateful to god that I was still alive. I have a memory, a mm pump log, a dexcom bg log, a one touch log, and a (B)(6) log. So I later pieced all this information together to figure out what happened. At 12:30 am I did toss in my sleep, and that is no doubt what triggered the 'butt dialing' of my pump 'bolus wizard' meal bolus and delivery of a 13 unit bolus at 12:31 am. The actual button press sequence that occurred was 'b'olus, 'a'cutate, down arrow, 'a'cutate, 'a'cutate, 'a'cutate, 'a'cutate. One thing that is significant here is that the meal bolus wizard in the mm pump initializes at 0 grams of sugar, and the down arrow caused it to roll over to the highest setting of 300 grams of sugar. This unit calculation was mitigated by the fact I have set my pump for a max bolus of 13. Thus, I was overdosed by only 13 units, rather than twice that amount if my max bolus had been set at its highest setting. Two things need to change. First is the initial value for the bolus wizard carb entry. This should start around 50 rather than 0, which would have resulted in a much lower overdose in my scenario. Second, the FDA needs to encourage and enable manufacturers to make such simple changes promptly. I get the impression that FDA approval overhead is so great that such needed improvements seldom see the light of day. For example, I know dexcom (B)(6) app approval is still awaiting FDA approval - and this app would have mitigated my near miss with death if I had not heard the dexcom alarm in my sleep (my wife's cellphone alarm is unbelievably loud). The FDA not only needs to be concerned about what can go wrong when evaluating new tech, but also what does go wrong because software improvements are slow to reach those it can greatly benefit. Call me (B)(6) for more info.